Event description:
On [redacted], infant heel warmer became cold and gritty in texture when activated rather than warm and smooth texture. Heel warmer began leaking crystallized fluid from bottom seam. Manufacturer response for infant heel warmer (chemical heat pack), cardinal health (per site reporter). Notified cardinal [redacted date].